Event description:
It was reported the patient is no longer receiving effective stimulation therapy. Reprogramming did not resolve the issue. X-rays were taken and it revealed the lead has moved. The next course of action has not been determined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.